Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing without duplicating the report. The error was manually cleared from the log prior to our evaluation. Internal and visual inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.